Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that when transferring the patient the locking caster comes off of the ground slightly.